Event description:
There was 1-2mm toggle of the insert in the acetabular shell. Another device was readily available and implanted without incident. There was no adverse consequence for the patient.

Manufacturer narrative:
Section f1-14 has been completed by the MFR. Information has been requested from the user facility. If information becomes available, a supplemental report will be submitted. H4: mfg date = 7/10/96summary of evaluation: as received, the returned pca acetabular insert is observed to be in good condition execpt for some score marks and indents next to the insert hole that mates with the pin on the impactor alignment disc. Due to subsequent mfg operations, the relevant insert dimensions cannot be ascertained. The returned insert was functionally tested with three acceptable pca cluster acetabular outer shells. This test revealed the returned insert seated and locked in the three shells with no toggle present. The reported toggle the surgeon encountered could not be duplicated. The returned insert functions by design. The device history record for the lot code of the returned insert was reviewed and no discrepancies were observed.